Event description:
It was reported that the facility received a smartablate for which biosense webster¿s product analysis lab (pal) identified a damage on the seal of the pouch. It was initially reported by the customer that smartablate irrigation tubing shipment order arrived to the account damaged. The main outer shipping box was "destroyed and crushed." The caller then reported that upon inspecting the smartablate irrigation tubing packaging inside of the shipping box, it was found that the product packaging was significantly damaged as well. It was unknown if there was any part of the device that was damaged as they did not open the products where the box was significantly crushed and the account was not comfortable using product on the patient. On 14-aug-2024, biosense webster¿s product analysis lab (pal) identified damage on the seal of the pouch caused by the force of the drip chamber tip. As such, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed a damage on the seal of the pouch caused by the force of the drip chamber tip. According to the pictures provided by the customer, the external container was observed damage; however, it could not be returned. A device history record was performed for the finished device and no internal actions related to the complaint were found during the review. The package damage reported by the customer was confirmed. The damage could be related to the process of storing, packaging, or shipping of the device; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).